Event description:
It was reported by the rep that the device was used during a small bowel resection. It was reported afer firing the tx60b across the common opening of the functional end-to-end anastamotic site there appeared to be a small segment of bowel at the proximal end of the staple line that did not have staples in it. The surgeon had to suture the opening closed. There was no consequence to the pt.